Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. The service representative was unable to duplicate the reported error. The system is operating as intended.

Event description:
The customer reported that the image on the 7900 system was black. No patient injury was reported.